Event description:
It was reported that the generator went from thermocool setting to standard setting without the knowledge of the user. Patient injury is likely if the standard setting is higher than the thermocool setting since a higher settting will allow increased rf energy delivery. No patient injury was reported for this event.